Manufacturer narrative:
H6: 213-no device problem found, a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications.

Manufacturer narrative:
D4: device information). G1: manufacturing site name and address.

Event description:
On (B)(6) 2015, this patient underwent an endovascular treatment using gore® excluder® aaa endoprostheses for a right common iliac artery aneurysm and a right internal iliac artery aneurysm. The right internal iliac artery was coil embolized. The ipsilateral leg of the gore® excluder® trunk - ipsilateral leg endoprosthesis and a gore® excluder® iliac extender endoprosthesis were implanted into the right external iliac artery. A gore® excluder® contralateral leg endoprosthesis was implanted into the left common iliac artery. On an unknown date, enlargement of the left common iliac artery (measurements not available) and a left internal iliac artery aneurysm were identified. On (B)(6) 2021, the patient underwent a reintervention. The left internal iliac artery was coil embolized and an additional stent graft (gore® excluder® contralateral leg endoprosthesis) was implanted to extend coverage to the left external iliac artery. The patient tolerated the procedure.